Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed after monitoring the system over three days and not observing any pressure related issues. However, the evaluation found minor dust found inside the equipment . The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus they had abnormal pressure and flowrate parameters display on the front panel of the high flow insufflation unit during a therapeutic lap cholecystectomy. The procedure was completed with the same equipment. There was no patient injury or medical intervention associated with this event.